Event description:
It was reported that this right ventricular (rv) lead exhibited lead fracture which noted noise, pacing lead impedance of 991 ohms and anti-tachycardia pacing (atp) was delivered. Patient was sent to emergency room to have therapy disabled. This rv lead remains in service. No adverse patient effects were reported.